Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the item cannot be flushed with nacl, and it can be flushed through only with violent force. The issue occurred three time with the same result. The device malfunction was discovered when samples were to be taken from a port-a-cathether. As the device could not be used, the samples had to be taken intravenously instead there was no patient involvement.